Manufacturer narrative:
Insulin pump received with a constant blank steady white light on the display due to cracked lcd glass. Unable to confirm missing segments/partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had row of pixel on the display. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.